Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a coronary occlusion occurred. Subsequently, a percutaneous coronary angioplasty was performed. It was reported there was moderate calcification in the native aortic valve and the femoral arteries. It was suspected that the calcium/plaque dislodged during the implant and caused the occlusion. No other adverse patient effects were reported.